Event description:
Hair-like debris sequestered by a staff member today at [redacted]. Lot # 474203 mfg date 02-20-2025. The pack is sitting in my office. It was discovered and removed from the sterile field prior to the patient getting in the operation room.